Event description:
It was reported that the system was displaying a filament regulator failure error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, replaced a faulty x-ray tube, and performed the filament voltage calibration. System operates as intended.